Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were not responding and had insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that the insulin pump was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Also, device alarmed a21 after battery change and resets time or date to factory default due to connector on voltage leak at interface board.